Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that they underwent a recurrent hernia repair procedure on (B)(6) 2013 and mesh was implanted. Following the procedure, the patient experienced a recurrent hernia and underwent a surgical procedure on (B)(6) 2015. The patient stated that the physician opined that the mesh failed and was integrated into tissue, and was unable to remove the mesh. The patient is currently in stable condition.